Event description:
The user facility called and said there was something wrong with their device. They were not following the MFR's directions on use and had not read the user manual. They said they had a pt stroke some time ago and that the pt is alright. No other info was provided.